Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributor the product arrived damaged with sterility barrier potentially compromised. There was no patient involvement.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
It was identified in investigation this device did not cause or contribute to any serious injury or reportable malfunction. Investigation identified that the sterility of the package was not compromised. Please consider this submission void.